Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a procedure, the device's handpiece did a self activation of energy. A similar device was used to complete the case. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a procedure, the handpiece did a self activation of energy. There was no patient involvement.